Event description:
The customer reported that the etco2 plug is pushed in and unable to use. There is no reported patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.